Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection and sepsis. It was also reported that the urinary cultures were positive for klebsiella and blood cultures and wound cultures were also positive. The right ventricular (rv) lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.